Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - plates: titanium mesh implant /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in china as follows: this report is being filed after the review of the following journal article: sun, q. Et al (2021), long-term effect of individualized titanium mesh in orbital floor reconstruction after maxillectomy, the laryngoscope, vol. Xx (xx), pages 1¿7, doi: 10.1002/lary.29569 (china). The aim of this retrospective study is to determine the clinical outcomes and long-term stability of individualized titanium mesh combined with free flap for orbital floor reconstruction after maxillectomy and to identify the risk factors for titanium mesh exposure. Between february 2009 to november 2019, a total of 66 patients (42 male and 24 female) who underwent maxillectomy and orbital floor defect reconstruction were included in the study. Surgery was performed using individualized titanium meshes (0.6 or 0.4 mm; ao cmf; synthes, switzerland). The mean follow-up was 24.8 months (range, 6¿92 months). The following complications were reported: a (B)(6) male patient had a titanium mesh exposure and underwent secondary salvage procedure (debridement and suture). A (B)(6) male patient had a titanium mesh exposure and underwent secondary salvage procedure (anterolateral thigh flap). A (B)(6) male patient had a titanium mesh exposure and underwent secondary salvage procedure (radial forearm free flap). A (B)(6) male patient had a titanium mesh exposure and underwent secondary salvage procedure (anterolateral thigh flap) and the meshes were trimmed to remove redundant material. However, mesh exposure recurred 23 months later due to soft tissue atrophy. A (B)(6) male patient had a titanium mesh exposure and underwent secondary salvage procedure (anterolateral thigh flap). However, mesh exposure recurred at 41 months. A (B)(6) female patient had a titanium mesh exposure and underwent secondary salvage procedure (radial forearm free flap). 1 patient had diplopia. 1 patient had ocular mobility disorder. 1 patient had incomplete eye closure. In 10 patients, facial symmetry was graded as unsatisfactory (score 0¿3); 4 of these also had mesh exposure. 8 patients had local recurrence. In 3 patients, the recurrence did not affect the orbit floor, and so only local excision was performed; another 3 patients with recurrence involving the orbit floor underwent local excision plus mesh trimming, and the remaining 2 patients underwent chemoradiotherapy without surgery. This report is for an unknown synthes titanium mesh plate and unknown synthes titanium mesh screws. This report is for (1) unk - plates: titanium mesh implant. This report is 8 of 14 for (B)(4).